Event description:
The facility reports the gates release automatically even when the ceiling lift is a long way off. No patient involved, no injuries were reported. (B) (4). (B) (4).

Manufacturer narrative:
The gate can open partially for an unknown reason. Product disposal: the manufacturer recommends replacement of the product.